Manufacturer narrative:
Follow-up #1: date of submission 09/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings:a review of the black box showed unexplained reboots had occurred. The returned battery cap was undamaged and was able to tighten. The pump powered on to the verify screen with functional auditory and vibratory features. The pump was exercised for 24 hours with no power interruptions occurring. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked in two places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter confirmed that there was no damage to the battery cap or battery compartment and that there was no moisture/corrosion in the pump. During troubleshooting, the reporter changed the battery to one from a new pack, but the pump did not power on appropriately. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.